Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during gamma surgery, screw drivers were broken. Discovery was made upon inspection after the case. The surgery was completed successfully with approximately a one minute delay. No further information provided from the hospital or the surgeon. No adverse consequences were reported.

Manufacturer narrative:
Correction: section d4 (lot #). The reported event could be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Inspection of the relevant dimensions was not possible due to the extent of damage. The breakage surface shows the typically structure of a brittle fracture, due to a bending overload. To prevent bending the screwdriver (sleeve) is laser-marked with the printing ¿do not lever¿. Referring to the very long period since manufacturing [manufactured between october 2007 and february 2009] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. It could not be excluded that the device was pre-damaged in former surgeries. Based on the above observations the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user and has to be classified as misuse.

Event description:
It was reported that, during gamma surgery, screw drivers were broken. Discovery was made upon inspection after the case. The surgery was completed successfully with approximately a one minute delay. No further information provided from the hospital or the surgeon. No adverse consequences were reported.